Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 3.1 mmol/l, 11 mmol/l and 12.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor state is 1 (sensor state 1 indicates the sensor was never activated). Inspected the plug assembly. Untucked sensor tail was observed upon visual inspection of the plug assembly the current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 3.1 mmol/l, 11 mmol/l and 12.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.